Event description:
It was reported that device interrogation revealed display anomaly on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.